Event description:
Pt revised for pain, found loosening of the tibial tray and femur malpositioned.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event, provided info indicates positioning at primary surgery was possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.